Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles in the reservoir. The customer reported the air bubbles were one centimeter in size. The customer reported using the same reservoir for one week. The customer did not rewind the insulin pump with the reservoir in place. Customer's blood glucose was unknown at the time of incident. The customer declined to return the reservoir for analysis.